Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a missing end cap sticker. The pump also had minor scratches on the lcd window, a broken reservoir tube lip, a missing o-ring, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that she had a wet bathing suit and the pump was probably exposed to moisture. Customer treated with a syringe. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.